Event description:
It was reported that during a thyroidectomy procedure, the device stopped working and the manual activation did not work. There is no further info available. No reported pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.